Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events (including pump stops) and hazard alarms that were observed in the submitted log file. A distal end driveline replacement was performed by a technical services representative. Approximately 23¿ of the external portion/distal end of the driveline was returned. Evidence of a previous driveline repair was present. The pins of the metal connector appeared free from deformation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The previous repair, tape repair, outer silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination revealed breaches to the green, yellow, orange, and red wires, approximately 10" from the metal connector. It should be noted that the damage was located on driveline repair kit serial number (B)(6), on the distal edge of the repair that was performed. The repair was previously performed on 25jun2015 and reported under MFR# 2916596-2015-01315. The green and yellow wires redundantly support motor phase 1. The orange and red wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The account communicated that the patient was discharged home after the repair. The patient remains ongoing on heartmate ii lvas, serial number vad-54646 and no additional complaints have been reported at this time. The low speed hazard alarms, low flow hazard alarms, and pump stops that were confirmed through the analysis of the patient's log files could have resulted from a short to ground if the exposed conductors of any of the wires contacted the braided shield while the patient was supported by the power module. These events also could have resulted from a phase-to-phase short if the exposed conductors from the wires of two different phases made direct contact with each other or simultaneous contact with the braided shield on the power module. It should be noted that a phase-to-phase short also could have occurred if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries; however, no low speed events or pump stops were observed in the submitted log files while the patient was supported by batteries. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years. A portion of the percutaneous lead (driveline) is expected to be returned for evaluation. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2019, the patient experienced a low flow and low speed operation. Speed dropped to roughly 2000 along with a couple pump stops noted. The vad clinicians believe it to be a driveline fracture. Log file submitted for review revealed low speed operation and pump stop alarms these issues only appear to be occurring while the vad is connected to the power module. On (B)(4) 2019, tech services performed distal end percutaneous lead (driveline) repair. The old driveline portion removed from patient will be returned for analysis. The patient has been discharged home. No additional information was provided.